Event description:
It was reported that during a scheduled device change-out procedure, the physician noted that there was no pacing when the right ventricular [rv] lead was inserted into the device. Several attempts were made to insert the rv lead into the device (including one in-pocket attempt), but there was still no pacing. With the temporary device, the physician put both the atrial and rv leads into the header and the device was placed into the pocket with normal capture and sensing thresholds. Additionally, out of pocket oversensing was noted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.